Event description:
A us distributor reported that a monitor's response buttons were not functioning.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor lcd display screen is blank or black) was confirmed. Upon investigation, the rear response button was pulled from pcb causing the (black display). The root cause of the pulled pcb cable cannot be positively identified. No adverse event resulted from the damaged monitor.